Event description:
Received info from attorney that in 2003, pt had "some type of hand-wrist" surgery done and pt sustained a 3rd degree burn while a traction tower was used during the procedure. It is reported that they "flashed the tower" prior to use. The hosp risk mgr stated that there was a "small blister approx 1 inch in size and was treated with antibiotic cream." Thus, there is conflicting info regarding the severity of the burn, 3rd degree vs minor burn.